Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station nicu main drawer 5 was not detected on bus and storage space failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was not detected on bus. A field service engineer (fse) reported that in drawer 5, pocket e1 was faulty and pocket e3 failed to open. The fse reseated the bus and row board cables, ensured all row board connections were properly secured, and tested the drawers to confirm functionality. The system functioned as intended after the field service engineer repaired the device.